Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus, and the allegation was not confirmed. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported camera is not working during reprocessing involving an olympus bronchofibervideoscope. The customer suspects that the cause of camera not working was due to spider webs and humidity in the image guide bundle. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.